Manufacturer narrative:
Additional information was received indicating the reported issue was found during testing; there was no patient involvement.

Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a slight evidence of fluid ingression at the hooks by the downstream occlusion (dso) sensor. Event log history was performed and indicated that 76 no disposable alarms were recorded in history. During analysis, the customer's reported problem regarding double beep with cassette was able to be duplicated. Simulated use testing was able to replicate the error with a disposable attached. The pump did alarm with a double beep after power up with a disposable attached. By pressing on the cassette, the double beep would stop. Operation of the key latch felt loose. Service will replace the latch lock to address the reported issue. Service will also replace the dso and upstream occlusion (uso) as a preventive maintenance if latch lock replacement does not correct the problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that, a smiths medical cadd legacy pump exhibited double beep with cassette. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.